Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported; after reaching the stenotic lesion, it was difficult to inflate the balloon of a 7 mm x 24 mm palmaz blue on aviator plus stent delivery system (sds), and the stent could not be fully released. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the proximal and distal struts of the stent uplifted.

Event description:
As reported; after reaching the stenotic lesion, it was difficult to inflate the balloon of a 7mm x 24mm palmaz blue on aviator plus stent delivery system (sds). The balloon was partially inflated; the stent could not be fully released and there was an indication that the stent was partially expanded. An unknown device was used as a replacement, but the same indeflator was not successfully used with other devices. There were no reported injuries to the patient. The target vessel was the renal artery, which was severely calcified, mildly tortuous, and had 70% stenosis. The device was stored and prepped according to the instructions for use (IFU). The deployer was experienced with palmaz pre-mounted balloon expandable stents, and cordis training/clinical personnel were present to provide physician support. The contrast to saline ratio used was 1:1. There was no indication of pressure loss on the indeflator gauge when the anomaly was noted, and no leakage was observed. The balloon was able to be deflated removed from the patient without difficulty. The stent remained mounted on the balloon delivery system upon removal. The device will be returned for evaluation. Addendum: the device was returned with the proximal and distal struts of the stent uplifted. Product evaluation revealed that the stent is out of position on the aviator plus balloon.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported; after reaching the stenotic lesion, it was difficult to inflate the balloon of a 7mm x 24mm palmaz blue on aviator plus stent delivery system (sds). The balloon was partially inflated; the stent could not be fully released and there was an indication that the stent was partially expanded. An unknown device was used as a replacement, but the same indeflator was not successfully used with other devices. There were no reported injuries to the patient. The target vessel was the renal artery, which was severely calcified, mildly tortuous, and had 70% stenosis. The device was stored and prepped according to the instructions for use (IFU). The deployer was experienced with palmaz pre-mounted balloon expandable stents, and cordis training/clinical personnel were present to provide physician support. The contrast to saline ratio used was 1:1. There was no indication of pressure loss on the indeflator gauge when the anomaly was noted, and no leakage was observed. The balloon was able to be deflated removed from the patient without difficulty. The stent remained mounted on the balloon delivery system upon removal. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 7x24/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked and a thorough inspection was performed observing that the stent is not expanded. The stent shows an uplifted condition on the struts located on the proximal and distal ends. The stent is out of position and has moved towards the distal tip. The balloon arrived deflated. No other outstanding details were observed. Functional testing was performed; an inflator/deflator device was attached to the inflation port and positive pressure was applied. The balloon was inflated as expected with the proper shape. The stent was expanded as normally. No inflation difficulties or delays were observed, and the pressure remained steady. The reported issue of "balloon inflation difficulty partial or slow" was not replicated during device analysis, as no anomalies were observed during functional testing, and the stent expanded normally as expected. Consequently, the exact cause of the reported issue remains undetermined. Subsequent findings revealed a "stent offset/out of position," with the stent having shifted towards the proximal portion of the balloon, and a "stent strut uplift" condition at both stent edges. These observations may be consistent with the event description, suggesting that partial inflation could have occurred during the procedure. Based on the available information, it is likely that procedural factors, vessel characteristics, and the use of concomitant devices contributed to the observed damages on the returned stent. No anomalies were noted in the stent delivery system, inflation mechanism, or stent deployment and expansion. The attempt to inflate the balloon may have affected the stent positioning and struts. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.